Event description:
A report was received that the patient had a non-device related fall and was not receiving stimulation. High impedances were noted on the lead contacts. The physician recommended having the leads replaced due to high impedances.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model #: sc-1110-02, serial #: (B)(4), description: precision implantable pulse generator (ipg); model #: sc-4316, lot #: 15683286, description: next generation anchor kit-sterile. Additional information was received that the patient underwent an explant procedure. Device malfunction was suspected.

Event description:
A report was received that the patient had a non-device related fall and was not receiving stimulation. High impedances were noted on the lead contacts. The physician recommended having the leads replaced due to high impedances.

Event description:
A report was received that the patient had a non-device related fall and was not receiving stimulation. High impedances were noted on the lead contacts. The physician recommended having the leads replaced due to high impedances.

Manufacturer narrative:
Additional suspect medical device component involved in the event: model #: sc-2218-50, serial #: (B)(4), description: linear st lead, 50cm.

Manufacturer narrative:
Additional information was received that the patient was referred to another physician for a revision.

Manufacturer narrative:
Sc-2218-50 (sn: (B)(4)) device evaluation indicated that the complaint of high impedances was confirmed. Visual (microscope) and x-ray inspection of the leads revealed that all of the cables were completely broken at the bent/kinked location of the lead. There were no exposed cables at the fracture site. The bent/kinked location was 1 cm from the set screw mark of the clik anchor. The completely fractured cables were the reason for the high impedances observed. Visual inspection also revealed that the leads were cleanly cut approximately from the proximal end. The cut damage to the leads is consistent with damages done during the explant procedure and were not considered a failure.

Event description:
A report was received that the patient had a non-device related fall and was not receiving stimulation. High impedances were noted on the lead contacts. The physician recommended having the leads replaced due to high impedances.